Event description:
Additional information indicated that the device was changed out with a competitor's device once the device triggered elective replacement indicator (eri). The rv lead was explanted during this procedure.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high pacing impedance measurements greater than 2000 ohms and low shock impedance measurements less than 20 ohms. The ventricular tachycardia mode was set to a value other than monitor plus therapy. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.